Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approximately 27 cm distal to the is-1 connector pin, in the region of the suture sleeve deformations of the outer and inner conductor coils. In this region, the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that may have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient side effects were reported. Should additional information become available, this file will be updated.